Event description:
It was reported that there was a failed catheter dye study (cds). It was noted a catheter access port (cap) contrast study failed on (B)(6) 2013. It was also reported that the patient had a loss of pain relief. It was noted the event was related to the device or therapy. A surgical revision was performed and there was scar tissue dissection and catheter splice on (B)(6) 2013. The patient outcome was noted as resolved without sequela as of (B)(6) 2013. The pump system was being used to deliver morphine, bupivacaine, and fentanyl. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
It was later reported that the catheter kink was due to dense scar tissue build up. The etiology was noted as being related to the entire catheter with serial number (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that a catheter kink occurred.